Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-13. H6: investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open blister pack from lot # 0308727. Customer states that the nozzle of syringe was found fractured while a nursing staff opened the package. The returned sample was examined and exhibited a broken hub/barrel tip on the barrel. A review of the device history record was completed for batch# 0308727. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to duplicate or confirm the customer¿s indicated failure. Root cause: maintenance dispatches (l2l) #114953 was created for damaged/smashed syringes.

Event description:
It was reported that 1 bd syringe 0.5ml x 31g x 6mm had damaged product. The following information was provided by the initial reporter: it was reported that the nozzle of syringe was found fractured when the package was opened.

Manufacturer narrative:
Initial reporter phone# : (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd syringe 0.5ml x 31g x 6mm had damaged product. The following information was provided by the initial reporter : it was reported that the nozzle of syringe was found fractured when the package was opened.